Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received a notification for high, out of range high voltage lead impedances. In clinic, measurements were in-range. The patient will continue to be monitored.